Event description:
The pt received his scs sys on (B)(6) 2009. It was reported that the pt programmer was unable to communicate with the ipg. The pt did not have stimulation. A replacement external device was sent to the pt in an attempt to resolve the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explant of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.